Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced low blood sugar and fell. The patient indicated they broke several bones and was hospitalized and was in a rehabilitation facility. There was no allegation against the dexcom system. It is unknown if the patient was wearing the device at the time of event.